Manufacturer narrative:
Result: damaged footboard modules and lid.

Event description:
It was reported by service report that the footboard modules and lid were damaged. It is unk if there was pt involvement or adverse consequences to report.